Manufacturer narrative:
We received this information through a survey, but we did not receive any customer or product information. Because of this we could not follow up or further analyze the claim. We could not confirm the alleged product malfunction without customer or product information; therefore, we cannot follow up for confirmation. We reviewed recent cases and found no similar issues reported by customers in this region during the stated timeframe.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the invasive blood pressure measurement was inaccurate and had a flattened curve. The customer stated that they zeroed and/or leveled the transducer to resolve the issue. It is unknown if the device was in use at time of event, and there was no adverse event reported.